Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/05/2014 with the following findings: visual inspection revealed that the cartridge compartment was cracked from the opening to the grip pad; the reported event was duplicated. The returned cartridge cap was able to fully fasten to the pump. There was no evidence of moisture damage in the cartridge compartment. Unrelated to the reported event, the battery compartment was cracked from the grip pad to the case seal. No power-loss issues were observed, and no evidence of moisture damage was observed in the battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.